Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a piece of pinched/cracked tubing in the unicel dxc 600i synchron access clinical system. Customer reported that 250 ml of autogloss was spilled. Customer reported that they replaced the tubing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support advised the customer to prime the analyzer and run a capped tube to verify glossing. Customer reported that they primed the autogloss and ran a known sample with a new capped tube to verify autoglossing, level sensing and sampling. To date, customer has not reported on any further leaking autogloss issue.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).